Event description:
It was reported that during implant of the pulse generator, left ventricular pacing was not initially present. Right ventricular lead noise was also noted. Following a change to device settings, normal output was seen. The device was successfully implanted.

Manufacturer narrative:
(B)(4).